Event description:
A customer contacted beckman coulter (bec) reporting that the coulter lh 500 hematology instrument was leaking from the probe when running in manual mode. The volume of the leak was approximately 5ml and was not contained within the instrument. The instrument did not generate any error messages or flags as a result of this event. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No discrepant patient results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse had observed that the blood sampling valve (bsv/manual) probe was excessively bent. The fse replaced the bsv and actuator. Diluent continued to leak from the probe prior to the rinse block travelling down the probe. The source of the leak was the tubing at pinch valve (pv)14. The fse replaced the affected tubing. No further evidence of leaking was observed. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).